Event description:
It was reported that the healthcare professional (hcp) requested to review the atrial tachycardia response (atr). It was confirmed intermittent cross-talk and far-field oversensing are falling into the device-programmed blanking zone. The plan is continuing to be monitored. Currently, this cardiac resynchronization therapy defibrillator (crt-d) remains in service and no additional adverse patient effects were reported.